Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that a patient underwent multiple surgeries on the reported shoulder prosthesis. It was further reported that some revision surgeries have been performed. It was further reported that the customer has in addition to the reported devices five screws (1 silver, 3 green, 1 purple), a base plate, glenosphere, an inlay and a post.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9501-12p univers revers¿ humeral stem, size 12 batch number: 22.02265 was received for investigation. Visual evaluation noted superficial scratches and discoloration to the returned device. Functional testing was performed by assembling the returned device with the returned mating devices. No issues were noted when the devices were assembled together. The most likely cause for the reported failure can be attributed to a patient-specific event.